Event description:
It is reported that in 2003 a total of 3 implantable anchors were removed due to pain. It was noted at that time that the anchors protruded from the bone. Original surgery was in 2002. Info was reported by an attorney. No other info available.